Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic that the insulin pump was over delivering. The customer blood glucose level was 2.8 mmol/l at the time of incident. Customer alleging possible insulin pump was over delivery. No harm requiring medical intervention was reported. The customer will continue to use the product.